Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge reading issues occurred. An advantage 26 inflation device was used to inflate an unspecified balloon catheter. It was able to apply pressure but the gauge needle did not move at all. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The unit was visually inspected for any damage or defect. It was noted that the needle of the pressure gauge was stuck above 26 atm. The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. The encore device was reassembled. A functional test of the complaint device was carried out using a test boston scientific stopcock. On the first attempt at inflation with the complaint unit, it was noted that the needle of the pressure gauge did not rise. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was operational context. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge reading issues occurred. An advantage 26 inflation device was used to inflate an unspecified balloon catheter. It was able to apply pressure but the gauge needle did not move at all. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.